Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was diagnosed with l3 compression fracture; and underwent balloon kyphoplasty at l3 and l4. Intra-op, the balloon ruptured while it was being used. The procedure was however completed successfully with a new product. No patient complications were reported as a result of this event.